Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false low patient results for multiple chemistries which include sodium (na), potassium (k), chloride (cl), bicarbonate (co2), blood urea nitrogen (bun), creatinine (cre), glucose (glu), and calcium (ca) for one (1) patient sample. The erroneous patient result was not reported outside the laboratory. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and found bent r2 (reagent 2) probe and sample probe misaligned to sample aspiration position. The fse replaced the r2 probe and realigned the sample probe to resolve the issue. The fse performed system verification successfully without issues. The analyzer returned to normal operation. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).